Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced halos. It was also reported that the patient had constant horizontal double vision, can't see to read or watch tv and can¿t even look at the moon it looks like it¿s trying to double vision. Was given eyeglasses to drive but they are not resolving the double vision and is worst at night. Has had yag laser with no improvement. Additional information has been received clarifying that the patient had never experienced double vision in left eye instead had glare and streaks of light symptoms mostly occur at night. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).